Event description:
A malfunction on the pump was reported by the caller, possibly due to humidity. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software and instructed the customer on using backup therapy, returning the problematic pump, and transitioning to the new pump.